Event description:
It was reported that during an elbow joint surgery, after the surgeon prepared the bone tunnel, while twisting, the anchor broke. A backup device was available to complete the surgery.

Manufacturer narrative:
A visual assessment of the device confirmed the reported breakage. Approximately .056 of the distal end of the anchor has broken off and was not returned for evaluation. The condition of the anchor indicates excessive force was applied during insertion. Per the device IFU under precautions use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time.